Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the trocar, cannula, circular and duckbill seals appeared intact. A functional evaluation found that the device passed an air leak test. The cannula tip was checked with a pin gauge and was in spec. No resistance was noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic cholecystectomy the slipping of the 5mm port's inner obturator was bad and the forceps could not enter well. The procedure was completed with another device. There was no patient harm.